Event description:
A customer reported to beckman coulter, inc (bec) that the unicel dxc 600 synchron clinical system generated suppressed results for aspartate aminotransferase (ast), urea nitrogen (bun), hdl cholesterol (hdld), and creatinine (cr-s). The customer also stated that the analyzer leaked approximately 25ml fluid at reagent probes a and b. The erroneous results were not reported out of the laboratory. The operator was wearing a lab coat and gloves at the time of the event. There was no report of injury or exposure, and medical attention was not sought. Beckman coulter customer technical support advised the customer to stop using the instrument and withhold patient results. A field service engineer (fse) visited the site and primed the instrument but could not reproduce the problem. The fse replaced valves on reagent probe a and b. Service activity performed was verified to per established procedures. The results met published performance specifications.